Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and could not reproduce the event in the reported problem area of the pipetter assembly. The fse removed and cleaned all plunger clamps, and inspected collect sleeves and springs. The instrument was inspected, tested without further problem, and returned to service.